Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a deformed wing and catheter. The following information was provided by the initial reporter: "the wing part of the catheter was deformed like melting. Also the catheter was deformed too."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one winged catheter adapter & an opened packaged. In addition, three photographs were received which displayed similarities to that of the returned unit. Inspection of the unit revealed damage to the wings of the adapter. Damage was observed on both sides of the unit on the top of the wings. The left wing has a piece most of the way broken off and some tress points while the right wing started separating at the adapter body with a point of impact visible at the top. The reported issue of damaged wings was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect. Based on the location of the damage the most likely root cause is a machine hard stop, which the catheter becomes loose and can sit high on the unit. A needle cover is then placed on the catheter contacting the wings form the top, potentially damaging them in the process. The catheter itself did not show any defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in (0.9 x 25 mm) had a deformed wing and catheter. The following information was provided by the initial reporter: "the wing part of the catheter was deformed like melting. Also the catheter was deformed too."